Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a041001 patient problem code: f24 h3 other text : see manufacture narration.

Event description:
It was reported by the customer that there is a hole from the line from her body. Verbatim: complaint: customer grandma have the pleurx drainage system catheter placed for about a month and all of a sudden there is a hole from the line from her body. They need to have it replace. She have it replaced on friday and she is in pain, she is 84 about to be 85.

Manufacturer narrative:
(B)(6) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.

Event description:
It was reported by the customer that there is a hole from the line from her body. Verbatim: complaint: customer grandma have the pleurx drainage system catheter placed for about a month and all of a sudden there is a hole from the line from her body. They need to have it replace. She have it replaced on friday and she is in pain, she is 84 about to be 85.